Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery shifted. The battery was pushing on the skin and may have tilted. The patient asked a manufacturer's representative (rep) if this is normal. It was noted that the patient was skinny. There were no factors known that could have contributed to the issue. It was unknown if the issue was resolved.